Manufacturer narrative:
Concomitant medical products: dtpb2d1, crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was alerting. The patient went into the clinic where it was discovered that the right ventricular (rv) lead had high/undefined pacing impedance and elevated pacing threshold. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.